Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequence. Customer advised to disconnect and remove reservoir from the pump. Customer stated the pump has been working and give her self-insulin and her blood glucose have been coming down. Customer was advised error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump alarmed rf pic failed during the self test due to a problem isolated to the radio frequency board. The pump passed the unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with a stained keypad overlay, a cracked case at the display window corners, a broken reservoir tube lip, a broken belt clip slot and minor scratches on the lcd window. The pump was received with a corroded battery tube.